Manufacturer narrative:
Approximate age of device ¿ 3 years, 4 months. The pump was not explanted and thus was not available for evaluation. Stroke is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2016 due to a stroke. Pump parameters were reportedly stable during the course of the event. The patient's lactate dehydrogenase level also had been stable at approximately 300 u/l. No further information was provided.